Event description:
Failure investigation of a cycler returned for a non-reportable problem showed that the cycler delivered inaccurate fill volumes during simulated treatments. The measured fill volume was approx 169% of the programmed fill volume.